Event description:
Pt with aicd malfunction secondary to lead fracture. Had multiple aicd firing. Pre-existing medtronic ICD lead and the ICD generator model were removed as this was a recall device. New device could not be placed two degrees to subclavian vein stenosis.